Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Additional devices implanted in this patient.

Event description:
In 2009, the patient was implanted with gore excluder aaa endoprosthesis for treatment of an abdominal aortic aneurysm. Completion angio revealed the trunk-ipsilateral leg component had completely covered the right renal artery, occluding flow; and partially impeding flow in the left renal artery. The patient tolerated the procedure. The next day, the patient underwent a reintervention, wherein the physician advanced a wire into the implanted trunk-ipsilateral leg component, and extended the wire and up and over the flow divider. The physician was able to pull the graft down, uncovering both renal arteries. The patient tolerated the procedure and is doing fine. Good flow was restored to both renal arteries. The physician believes the sheath (unknown manufacturer) inadvertently pushed the trunk-ipsilateral leg component up when he was introducing the sheath into the contralateral gate to deploy the contralateral leg component. The patient tolerated the procedure.